Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported unstable aspiration pressure during a cataract with intraocular lens implant procedure. The procedure was completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
This is the third complaint for the finish goods lot; however, the first for this issue. The device record history review shows the order was built and released per specification. One unopened sample was returned, the suspect product for this event was not returned. The non-suspect product was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample was unopened and is not suspect product; however, it did pass all testing. (B)(4).